Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure it was observed that three burr devices were not drilling properly and after being used for only a short period of time they are getting hot. It was also confirmed that one of the three burrs had a discoloration from the heat. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available to complete the procedure. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was confirmed. An assessment was performed on the device which found that the burr showed normal signs of wear, but is not damaged. There is no evidence of manufacturing error. It was determined that the extensive use of the burr or even the use of the burr on hard material could dull the device. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.